Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the locking feature of the device shows visible damage. There is scuffing on the od of the device. It is unknown if the damage occurred prior to or during the assembly attempts. The complaint is confirmed based on the evaluation of the returned product. DHR was reviewed an no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following section was corrected: d4. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the liner was not able to assemble with the shell. After multiple attempts, the surgeon decided to use another liner to complete the procedure. There was no harm or health consequence to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). G2: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.